Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 ser plas 1ml 13x3,8 u-100 150 contained foreign matter. Verbatim: "we found a unit of the 1ml syringe with needle in our stock with dirt on its packaging. The packaging had not been opened, was sealed and is being kept with us for collection if necessary. I request an investigation and await instructions." Product: 1ml syringe with needle 0.38x13mm (27.5g x 1/2") luer slip ref. 990147 lot: 4297793 expiry date: 11/2029 manufacture: 11/2024.